Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a scheduled end of life device replacement surgery. A fluoroscopy was completed to check the integrity of the leads and it was shown that the left ventricular lead had a small externalization. The lead was elected to remain implanted due to no electrical anomalies being present and will continue to be monitored. The patient was reported stable.